Event description:
Event became reportable based upon additional information received on (B)(6) 2010. It was reported that during a percutaneous coronary intervention (pci) procedure, a brake failure occurred. The 90% stenosed lesion was located in the calcified and severely tortuous mid left anterior descending (lad). The rotablator rotalink plus 1.5mm catheter was advanced to the lesion. While the burr was rotating the brake failed which caused movement of the wire. The warning lamp was indicated and the burr ceased rotation. The physician also noted an air leak. The procedure was completed with another of the same device. There were no patient complications and the patient¿s status is reported as good.

Event description:
Event became reportable based upon additional information received on (B)(6) 2010. It was reported that during a percutaneous coronary intervention (pci) procedure, a brake failure occurred. The 90% stenosed lesion was located in the calcified and severely tortuous mid left anterior descending (lad). The rotablator rotalink plus 1.5mm catheter was advanced to the lesion. While the burr was rotating the brake failed which caused movement of the wire. The warning lamp was indicated and the burr ceased rotation. The physician also noted an air leak. The procedure was completed with another of the same device. There were no patient complications and the patient's status is reported as good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the rotablator plus unit was carried out. A tug and connect/disconnect test was performed on the rotalink plus unit to examine the integrity of the connection. No issues were noted with the unit's handshake connector. The rotablator plus unit was wire guided using a test guide wire. No issues were observed during the wire guiding of the device. A wet test was performed on the device and confirmed the unit did not reach any speed. The handshake of the advancer was seized and would not rotate. The advancer unit was dismantled and a melted ultem was evident. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation of the device. The stall light was not displayed and no gas or air leak was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user error. The dfu states 'never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer'. (B)(4).

Manufacturer narrative:
(B)(4)